Event description:
A device was returned to a third-party service center in connection with the voluntary field safety notice/recall regarding sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation, the device was visually inspected, and evidence of foam degradation was found, including visible foam particles. Based on the findings, the third-party service center scrapped the device.

Event description:
A device was returned to a third-party service center in connection with the voluntary field safety notice/recall regarding sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation, the device was visually inspected, and evidence of foam degradation was found, including visible foam particles and error code 130 present. Based on the findings, the third-party service center scrapped the device.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2025-106833. This report was submitted as a correction report of the previously submitted report. The report has been updated to reflect as "complete" as the device was scrapped following the evaluation, b5 updated to include the error code discovered during evaluation. The device problem code grid has been updated to include "material integrity problem" and the health impact grid corrected to " problem identified during non-clinical procedure".